Manufacturer narrative:
The following codes were updated upon further review of the product investigation: section h6: type of investigation: 10 - testing of actual/suspected device section h6: investigation findings: 114 - operational problem identified section h6: investigation conclusions: 4315 - cause not established. The following codes are no longer applicable: section h6: type of investigation: 4116 - incomplete device returned section h6: investigation findings: 213 - no device problem found. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 5, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half and coated in viscoelastic residue. The lens was cleaned and further inspected, and no issues that could cause or contribute to the complaint issues were observed. The complaint issue "explant, halo vision, and sub-optimal results" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient left eye as the patient complained of halos and decreased visual acuity. A non-johnson and johnson lens of 19.5 diopter was used as a replacement. No medical or surgical interventions were required, and no patient injury reported. The patient is doing fine post explant. No further information was provided.